Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred under normal conditions. The customer's blood glucose (bg) level was 89 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (B)(4).